Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the marathon catheter was perforated by the guidewire. No resistance was felt and no other damage was noted. After stream shaping (unknown seconds) was conducted to the tip of the microcatheter and delivered to the left internal carotid artery with the "tenrou1014" guidewire. At that time, when the left internal carotid artery and the left ophthalmic artery were selected and delivery was attempted, it was discovered by fluoroscopy and pointed out by the user. At about 3cm from the tip of the catheter, a catheter perforation by the guidewire was identified. The physician judged this as dangerous situation. The marathon microcatheter and the tenrou1014" guidewire was immediately removed to confirm the issue. After that, the same system was replaced with a new marathon, and onyx injection to complete the procedure. The device was not prepared and used per the instructions for use (IFU). The steam shaping of the marathon microcatheter the exact number of seconds and distance in the operation for about 20 seconds (not exceeding 30 seconds) away from the distance of 2.5cm or more indicated in the instructions for use could not be confirmed, and the reason was unknown. The vessel anatomy was reported to have been moderate in tortuosity. No patient injury occurred. Ancillary device: tenrou 14 guidewire.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated. Marathon micro catheter was returned for analysis without non-medtronic guidewire that used in the event. As received, no issues were found with the marathon micro catheter hub. No bends or kinks were found with the marathon micro catheter body. No punctures or ruptures were found with the marathon micro catheter. Based on the device analysis and reported information, the report of ¿catheter puncture¿ could not be confirmed as no punctures or ruptures were found with the returned catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.